Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture behind the display and no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: on investigation, there visible moisture under the display lens. Leak testing failed due to moisture leakage through a crack in the battery compartment. The pump lost power during the 24 hour duration test. The pump was opened for further investigation and revealed internal moisture damage to multiple internal components. Investigation duplicated the complaint.